Event description:
It was reported that the patient fell off a horse and since has had elevated impedance, elevated short interval counts (sic), and the lead integrity alert has tripped. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.